Manufacturer narrative:
The investigation of optical signal issue has been completed. The impella device was not returned for evaluation. The root cause of the optical signal issue cannot be determined as limited clinical details and insufficient product and data logs were provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella cp support and there were placement signal issues. The doctor was questioning the validity of the sensor on the device so the pump was replaced with an impella 5.5. The patients outcome is unknown.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. No product was returned for evaluation. Data logs were only available for up to day three of support and not at time of reported issue. Clinical details noted that clinical team was concerned about the validity of the sensor as the placement signal reading was different than the patient's actual blood pressure readings. The root cause of the optical signal issue cannot be determined as limited clinical details and insufficient product and data logs were provided. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 adverse event updated. B2 updated to death. B5 updated to include death. H1 updated to death. H6 updated to include death and optical signal coding. B7 other relevant history, including preexisting medical conditions updated. G1 reporting contact email updated.

Event description:
Care was eventually withdrawn, and the patient expired.